Event description:
It was reported that during a procedure at the healthcare facility, the accuracy of a c-arm was questioned. No additional information regarding the event was reported.

Manufacturer narrative:
During the device evaluation, the reported event of a "decalibrated" c-arm was confirmed but no product failure was observed, as the c-arm is not a device manufactured by the reporting manufacturer.